Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in an unk coronary artery. The 4.00x20mm veriflex stent delivery system was advanced, but it was unable to cross the target lesion and the stent edge became flared. The procedure was completed with another of the same device without pt complications. The pt's condition post procedure was reported to be good.